Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead warning was triggered for high impedance of the rv lead. It was noted that the rv lead had a sensing issues. The rv lead was inactivated and a leadless implantable pulse generator (ipg) was implanted.

Manufacturer narrative:
Concomitant medical products: 6725 adaptor, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of capture and a polarity switch due to open circuit paces were observed on the right ventricular lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.